Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the sample probe was not springing back, the rinse volume needed adjustment, and a squeegee was not entering the reaction cell properly. The fse replaced the sample probe, adjusted the rinse volume, and repositioned the squeegee. The fse performed checks, air purges, and a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was >180 mmol/l accompanied by a flag indicating the value is above the linearity/measuring range of the assay. The sample was repeated and the result was 178 mmol/l. A new sample was collected from the patient and the result was 141 mmol/l. The doctor questioned the difference in results which prompted the customer to repeat the first sample. The first sample was repeated on another c501 analyzer and the result was 141 mmol/l. The result of 141 mmol/l was deemed correct.